Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient continued to experience urinary incontinence after his artificial urinary sphincter (aus) was implanted in february. A surgical procedure was performed to remove the initial cuff and implant a smaller one. Performance issues were reported but not specified. The patient had a successful outcome.

Event description:
It was reported that the patient continued to experience urinary incontinence after his artificial urinary sphincter (aus) was implanted in february. A surgical procedure was performed to remove the initial cuff and implant a smaller one. Performance issues were reported but not specified. The patient had a successful outcome.

Manufacturer narrative:
E1: initial reporter facility name updated. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.